Manufacturer narrative:
(B)(4)

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter. During the procedure, the velocity came apart at the spiral cut portion of the hub. A new velocity was used to complete the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result : the velocity delivery microcatheter strain relief was stretched. Conclusion : the complaint has been evaluated. The compliant indicates that the velocity delivery microcatheter came apart at the hub. Evaluation of the returned product confirms that the velocity delivery microcatheter strain relief was stretched. This type of damage typically occurs if the rotating hemostasis valve (rhv) was tightened down on the distal end of the strain relief while the catheter was being retracted. The cause of this complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.